Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the pod data found that the encountered multiple timeouts and a drive stall. Because the pod was received deployed, the exact timing of the deployment of the needle mechanism cannot be determined and it cannot be determined whether or not the drive stall impacted the deployment of the needle mechanism. Investigation was unable to conclusively determine an exact cause of the user reported events. Inspection of the drive mechanism found brass shavings on the lead screw. These brass shavings cannot be confirmed as the root cause of the observed drive stall.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.